Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed.

Event description:
The user facility reported the vitrectomy cutter failed to cut properly during surgery. The procedure was delayed. They opened a new pack and procedure was completed. There was no patient injury.